Event description:
Inflammation [inflammation]. Pain [pain]. Swelling [swelling]. Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female patient in her (B)(6), with gonarthrosis in an unspecified knee with kellgren and lawrence grade I or ii. The patient's medical history was significant of previous medical device therapy with artz. On (B)(6) 2011, the patient initiated treatment with first course of synvisc (hylan gf-20) injection at a dose of 2 ml. The lot number of synvisc was not provided. On (B)(6) 2011, the patient received second synvisc injection without any problems. On an unspecified date, the patient developed inflammation. On (B)(6) 2012, the patient experienced swelling and pain. The same day, the patient visited hospital where arthrocentesis was performed and 50 cc of clear yellow, joint fluid was aspirated. It was reported that steroid injection was administered for anti-inflammation, because there were no symptoms of infection, anthema or hot feeling and with in one hour post steroid injection, 40 cc of joint fluid was aspirated. The action taken with synvisc treatment was not provided. The events of joint fluid retention, pain and swelling were not yet recovered and outcome of the event of inflammation was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of joint fluid retention, pain and swelling as probable and did not provide the relationship between synvisc and inflammation.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.